Event description:
A journal article was reviewed that contained information regarding this lead. It was noted that the right ventricular (rv) lead needed to be repositioned, and subsequently was replaced due to sensing difficulty and unacceptable thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: "clinical routine implantation of a dual chamber pacemaker system designed for safe use with MRI." Herzschrittmacherther. Elektrophysiol. 2011;22(4):233-242. Evaluation summary: (B)(4) no anomalies found, full lead analyzed.